Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump had cracks and o-ring had come out. The mother states the location of the damage is on the battery compartment and the reservoir compartment. The customer's blood glucose level at the time of incident was 230mg/dl. The customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads and minor scratches on the lcd window.